Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced broken rear case, right iui(inter-unit-interface), bent tube drive arm, carriage block due to worn spit nut ribs, cracked barrel clamp, flange gripper, flange gripper retainer, front cover, contaminated left iui (inter-unit-interface) and wiper seal. Based on the findings, service determined that the reported issue was due to the wear of the rear case syringe. Device history record: a review of the device history record showed the device had a manufacture date of 05dec2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the plunger doesn't slide on the syringe pump module 8110. No harm was reported.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the plunger doesn't slide on the syringe pump module 8110. No harm was reported.